Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by pain and bloating. On an unreported date, the patient was treated with unspecified antibiotics. The cause of the peritonitis was a breach in aseptic technique. It was reported the patient was not hospitalized for the event. The patient recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient reported the dates of (B)(6) 2014 for the date the peritonitis event occurred. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.